Manufacturer narrative:
(B)(6). A supplemental report will be submitted when new information is obtained.

Event description:
It was reported to philips that the device had an airflow problem. This event was reported to have occurred during patient use.

Manufacturer narrative:
The philips field service engineer (fse) evaluated the device and there was no problem found. Following the evaluation of the device, the fse explained to the customer how to use the flow mode. No parts needed to be replaced. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.